Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-oct-2021. Investigation activities have been opened to manage, the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information, based on the approved final investigation. And to correct d9/h10. There was no b30 error, only an e226 error code. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. The instruction manual identifies, the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively, pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. During testing, the subject device displayed a b30 scope communication error due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the hd camera head displayed an e226 error code at the beginning of an unknown endoscopic procedure when connected to otv-s200. There was no procedural delay. The procedure was completed with a stryker video system, which was installed on the boom in the room. The procedure was not completed with the tower or camera head. During follow up with the customer, the customer reported initially, the tower had been the suspect device (patient identifier (B)(6)), however, after the camera head had been involved in another occurrence of e226 error code when connected to a different olympus tower (patient identifier (B)(6)), the customer suspected it could have been the camera head instead. At the time, the customer had assumed the tower had caused the e226 error code as multiple camera heads that were known to be working were attempted but would not work on the tower. The customer is unsure if the event was caused by the camera or the tower. The error code might not have been cleared prior to attempting to use the known working camera heads. There were no reports of patient harm associated with this event.